Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead measured a shock impedance of greater than 125 ohms. It was noted that shock impedance measurement trending had been fairly erratic, with variations of 40 ohms over one month. Technical services recommended that the patient be brought in to clinic for evaluation. Subsequently, the patient was brought in to the electrophysiology lab, and had their system tested by delivering two 1.1 j shocks. The shock impedance measurements resulting from this test were both 49 ohms, within acceptable range. The physician plans to monitor the patient's system, as the shock impedance normally had been in the 75-100 ohm range. The device later declared elective replacement indicator (eri) and a device change out procedure was scheduled. Shock impedance measurements were reportedly 124 ohms to 125 ohms, with increased threshold measurements. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.